Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused by approximately 30%. The issue was further described as, a kink was noted in the tubing, which was subsequently adjusted. The tuning flushed without issue. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a1, a2: date of birth, a2: age at time of event, a3a, b5, b7, d10, e3, g2 (add source). B5: upon additional information, "the device contained piperacillin/tazabactam 13.5mg. A midline catheter was used during infusion." H11: should additional relevant information become available, a supplemental report will be submitted.